Manufacturer narrative:
Insulin pump received with cracked case and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has damage. The customer¿s blood glucose level was 101 mg/dl. The customer reported that crack is seen on the reservoir compartment. The insulin pump will be returned for analysis.